Event description:
The customer's wife reported the customer checked his blood glucose level in the evening and received a reading of 76 mg/dl. It was also reported the customer became combative and stressed. Paramedics were called and checked the customer's blood glucose level obtaining a reading of 21 mg/dl. The customer was reportedly treated with dextrose intravenously and felt fine. The customer's wife additionally reported the customer went back to work the next morning. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45064) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The advocate called on behalf of her friend. She alleged that he was looking for something in the neighborhood trash and he received an accidental needle stick from a microlet2 lancing device. The advocate refused to provide any additional information before ending the call. No product will be returned.